Event description:
It was reported that the device was approaching recommended replacement time (rrt) and it was questioned why the longevity of the device was so short. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004; 1156t competitor implantable pacing lead (B)(6) 2009.